Event description:
It was reported that the needleless connector on a patient's midline catheter was defective, and that the blue silicon portion did not seal while the user was flushing the line with a 10 ml normal saline syringe. There was no clamping sequence prior to the flush, as an antibiotic (cilastatin / impipenem) was infusing. There was no patient injury as a result of the event. Expected practice is to change the needleless connector cap weekly. Received a copy of the customer's sus voluntary event report from FDA which states, ¿maxplus needle free connector malfunction valve leaking dates of use (B)(6) 2019 - (B)(6) 2019 diagnosis or reason for use needle free connector on midline catheter hub".

Manufacturer narrative:
The customer¿s report that the valve did not seal (identified as valve stickdown) was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographic details were not provided. In referenced sus voluntary event report mw number mw5085182 indicates the event was a serious injury; however, customer confirmed there was no patient harm therefore the event is considered a reportable malfunction.

Event description:
It was reported that the needleless connector on a patient's midline catheter was defective, and that the blue silicon portion did not seal while the user was flushing the line with a 10 ml normal saline syringe. There was no clamping sequence prior to the flush, as an antibiotic (cilastatin / impipenem) was infusing. There was no patient injury as a result of the event. Expected practice is to change the needleless connector cap weekly. Received a copy of the customer's sus voluntary event report from FDA which states, ¿maxplus needle free connector malfunction valve leaking dates of use (B)(6) 2019 - (B)(6) 2019 diagnosis or reason for use needle free connector on midline catheter hub".